Event description:
The patient reportedly experienced intermittencies. The patient had a decline in sound and change in impedances. The patient's device was explanted. Advanced bionics is in the process of gathering more information